Manufacturer narrative:
The returned tube was examined. One of the guide posts was found to have broken off and was missing, and the other guide post was deformed. These conditions may be attributed to the inner tube not being loosened and removed from the outer tube prior to detaching the outer tube from the pedicle screw tulip. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004485144-2016-00401.

Event description:
It was reported that the end of the instrument was broken during surgery. The procedure was completed using alternative instruments. There were no reports of patient injury associated with this event. This is report one of two for this event.